Manufacturer narrative:
Concomitant products: etlw1613c124e sn (B)(4), expiration date: 2018-12-06, UDI # (B)(4). Etlw1613c124e sn (B)(4), expiration date: 2018-10-24, UDI # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm abdominal aortic aneurysm. It was reported that CT imaging at a follow up appointment discovered an occlusion in the contralateral limb extending up to the bifurcate. The physician elected to perform a thrombectomy and the event was resolved. Per the physician the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the left/contra limb occlusion could not be determined from the films provided. Angio¿s at implant were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided, and films after the thrombectomy procedure which resolved the occlusion were not available for review. The pre-implant films returned revealed that the patient had a 22mm diameter proximal neck and a 20mm diameter distal aorta which was extensively calcified. The calcified lcia ranged in flow lumen diameter from 9 ¿ 11mm, narrowing down to a minimum diameter ~8 mm just short of the left iliac bifurcation. The left external/femoral¿s ranged from 7 ¿ 8mm in diameter with more pronounced visible thrombus. Films returned from 3 weeks post-implant revealed that the left/contra limb was 100% occluded beginning at the bifurcate flow divider. Blood flow reconstituted distally within the left femoral artery. The right limb was patent. Within the distal aorta the left/contra limb was observed to be slightly compressed down to 10mm ID, and at the distal end was found compressed down to a minimum 6mm ID (8mm od). It is possible that placement of the contra limb within the calcified 8mm distal section of the lcia, which resulted in a flow diameter restriction, may have contributed to the occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.